Event description:
It was reported balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in mildly tortuous and severely calcified artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.